Manufacturer narrative:
Concomitant medical products and therapy dates should have been submitted in addition to previous MDR report.

Event description:
It was reported that a patient presented to hospital for first visit. The atrial lead exhibited high pacing impedance and high threshold. The atrial lead was later confirmed exhibiting loss of capture. The sensing was unchanged and within normal limits. No interventions or programming change were performed. The patient was stable throughout.